Event description:
It was reported that the cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and a replacement pump was provided.